Event description:
The customer reported that before inserting it into the patient, water was injected to inflate the balloon; however, water leaked from the balloon section. The defect was identified prior to insertion into the patient, so only water was used during the test. There was no patient use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.